Manufacturer narrative:
Follow-up #1 date of submission 03/20/2015-device evaluation:the pump has been returned and evaluated by product analysis on 03/09/2015 with the following findings:a review of the pump black box data revealed evidence of rewind alarms. During testing, the pump was exercised for 24 hours, and the rewind issue was not duplicated. The pump case was removed, and no internal damage was found. The motor drive was inspected with no issues found. Evidence of the complaint was found in the black box; however, the complaint was not duplicated. Unrelated to the complaint, the pump was powered on and the display screen appeared dim and discolored.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a motor (rewind issue) issue. It was reported that the piston rod did not retract during the rewind step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.